Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an elective replacement indicator (eri) on their device. They indicated there was dissatisfaction with the longevity of their ins, as they thought it would last 9 years. They had balance issues along with several falls since (B)(6) 2017, the most recent being the last couple weeks. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicated they had an eri on their other ins as well. They noted the battery was dropping faster than anyone expected. They were told if the ins stopped working they may have pain. They reported a return of symptoms and muscle cramps.